Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device was not delivering insulin and device did not alarm no delivery alarm. Customer's blood glucose was unknown. Customer mentioned that he was hospitalized for low blood glucose. Customer mentioned there was leak in the device. During troubleshooting, found the tubing connector wasn't tight enough. After troubleshooting, customer will not be returning the device for analysis.